Event description:
It was reported to philips that during the pre-delivery check and run for operational check in the sales office, the "check vent: proximal pressure sensor auto-zero failed" alarm occurred. The device was not in clinical use at the time of the event. No patient therapy delay was reported due to this failure. There was no report of patient or user harm/impact. A philips service technician evaluated the ventilator and the reported issue was unable to be confirmed. The philips service technician was not able to duplicate or confirm the reported issue and the repair was canceled. The device was returned to the customer with no replacement parts or repair required.